Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and the leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection with this event, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered a small leak at the probe of the instrument. The fse also noticed that the vacuum at the probe was low. The fse flushed the vacuum lines for the probe wipe rinse cup and the leak was fixed. The fse replaced tubing through pinch valves (vl35, vl40 and vl49) as preventive maintenance. The repairs were verified per established procedures. The leak was fixed by flushing the vacuum lines for the probe wipe rinse cup. (B)(4).